Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians description, the root cause for the complaint event it most likely related to the patients anatomy (i.e. Stent getting caught at calcification).

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified long lesion (99 percent stenosis degree) in a moderately tortuous part of the proximal lad. It is unknown if a pre-dilation was performed. The complaint instrument was introduced into the patients body but could not cross the lesion. Upon checking the complaint instrument outside of the patients body, the stent was found slightly displaced on the balloon and deformed. It was decided not to use the device anymore.